Event description:
Customer states that she has had irratic blood glucose levels. Her physician suggested that she go to the hospital immediately, since she is pregnant. Her blood glucose has fluctuated from as low as 31 mg/dl to as high as 186 mg/dl. The hospitalization last from (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.